Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly. A surgical procedure was performed during which the pump and the reservoir were removed and replaced. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not inflating properly. Upon revision, it was noted that the pump was not working correctly, and the reservoir had migrated from subaponeurotic to outside the retzius space. Therefore, the pump and reservoir were removed and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, leak and functionally tested. No damage or abnormalities were found, and the pump passed the leakage and functional test. Based on the information available and analysis results, the reported allegations of inflation issue and mechanical issue are unable to be confirmed; however, the reported allegation of migration is a known risk associated with implant of these devices as indicated in the instructions for use. Therefore, a conclusion code of known inherent risk of device was assigned to this investigation.